Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was prepared to be use in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stones performed on (B)(6) 2026. During the preparation outside the patient, it was reported that the tip of the device cracked and the cutting wire broke. Additionally, a photo of the complaint device was provided and showed the working length of the device was twisted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable.